Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 06:17:21. During night drain cycle four, the patient's ultrafiltration reading was 3545ml, indicating the home patient drained 3545ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, he device was tested and passed the rite electrical test, but failed the rite functional test for being received inoperative due to no power. External inspection was performed with no problems. The power to the device was cycled and there was no power to the unit. The input fuse was checked and revealed both fuses were blown. The internal inspection performed, revealed accomp pcb & ac power harness was overheated at j1 connector & p1 plug. The test articles were installed to replace the accomp pcb & power cable and the device powered on normally. The device passed accuracy confirmation & temperature verification tests. The power failure is unrelated to accuracy and temperature performance and the device was found to meet specifications relative to the iipv identified via device log review. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.